Event description:
It was reported that the patient stopped using the device a month before the ipg repositioning procedure (reference manufacturing report number 3021520203-2024-00005) because of out-of-range/high impedance failure. Both leads had one electrode out-of-range, so the physician elected to revise both leads. Two new leads were implanted without complications. Following the lead replacement, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). This report is associated with the mml manufacturing report number 3021520203-2024-00004.

Manufacturer narrative:
Mml reference # (B)(4). The leads were returned and evaluated. The functional testing failed because the distal electrode tip was missing and kinked/damaged when received. The allegation of out-of-range could not be confirmed. No fractured coil wires were observed.

Manufacturer narrative:
Mml reference # (B)(4).

Event description:
It was reported that the patient stopped using the device a month before the ipg repositioning procedure because of out-of-range/high impedance failure. Both leads had one electrode out-of-range, so the physician elected to revise both leads. Two new leads were implanted without complications. Following the lead replacement, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). This report is associated with the mml manufacturing report number 3021520203-2024-00004.